Manufacturer narrative:
(B)(4). The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that a chemotherapy spillage occurred when the drip chamber seperated in two whilst the user was conneting the set to the patient.from the reported information there are no indications of serious injury to the patient or user as a result of this incident.